Manufacturer narrative:
Concomitant medical products: 7427 pain stim ipg, implanted: (B)(6) 2004, 3888-33 pain stim lead, implanted: (B)(6) 2003, 495 neuro extension, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead had low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.